Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the caller reporting that the replacement dtc resolved the connection/insr charging issues. The caller reported that the ins stopped due to being unable to charge the insr. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger .analysis of the connector pin had shown that the bottom case was cracked and the standoff was missing. The device was scrapped. All codes apply to the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the recharger did not seem to make a good connection and, sometimes, when they wiggle it, it can charge. The insr battery was at 20% and had been plugged in for a couple of hours. It was reported that the ac adaptor connector was loose. It was also reported that the stimulation had stopped for the patient yesterday ((B)(6) 2018). There were no further complications reported or anticipated.